Manufacturer narrative:
Section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the report of anemia could not be conclusively established through this evaluation. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists adverse events, including renal dysfunction that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management,¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was seen in clinic and was doing well but reported lower pulsatility index (pi) readings on his system controller. On interrogation, several pi events were seen from (B)(6) 2024 and (B)(6) 2024. Log file analysis confirmed clusters of persistent pi events. No alarms were noted on interrogation and no alarms were seen in the log files. It was noted that the patient had acute anemia with hemoglobin of 7.8 grams per deciliter (g/dl) last week despite iron supplement, down from 10.9 g/dl previously, and remained reduced at 8.1 g/dl. The patient reported no melena, hematochezia, syncope, or low flow alarms. The patient also denied bleeding, dark urine, paresthesias or neurologic changes. It was also noted that the patient had a history of chronic kidney disease, stage iii.